Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard vital meter was giving variable readings. Customer got a reading of 38 she quickly drank a glass of orange juice and took another test and got reading of 170. Four minutes between readings. She does not think that the orange juice could have raised her bg that much in a short time and feels the meter is inaccurate. Controls not used. Product replaced.